Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu pcb was evaluated and replaced. Per the service report, other pcb assemblies were ordered for replacement, however no add'l service info is available. No conclusion can be drawn as conclusive repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.